Manufacturer narrative:
B3: approximation, the event occurred around (B)(6) 2025. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI:(B)(4). The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed on the device's instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure because both lead positions appeared slightly off from the target, and no further improvement in the patient's symptoms was observed with stimulation. As a consequence, the patient experienced difficulty speaking. Postoperatively, there are no particular problems with the patient's current condition. The explanted leads were discarded at the facility and will not be returned to boston scientific for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure because both lead positions appeared slightly off from the target, and no further improvement in the patient's symptoms was observed with stimulation. As a consequence, the patient experienced difficulty speaking. Postoperatively, there are no particular problems with the patient's current condition. The explanted leads were discarded at the facility and will not be returned to boston scientific for analysis.

Manufacturer narrative:
B3: approximation, the event occurred around 01jun2025. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: (B)(6) UDI: (B)(4).